Event description:
It was reported that the drain broke off in the patient. The physician removed the patient's dressing and the drain had come out. It was noted that the tip was not intact. Patient was returned to operating room for removal of the retained drain tip from the subfascial lumbar wound.

Manufacturer narrative:
The reported issue, that the drain broke off inside the patient, is inconclusive because no sample was returned for evaluation. In addition, no lot number was reported for investigation. Bot the pfmea and dfmea identify the reported failure mode for this device. Instructions for use state the following precautions to avoid the possibility of drain damage or breakage: to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lit flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which come cause cuts or nicks and lead to subsequent structural failure of the drain. (B)(4).